Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a drill bit fractured during an open reduction internal fixation of a zygomatic fracture. An x-ray confirmed the fractured piece of the instrument remained in the patient's bone. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The tw drill 1.1x50mm 7mmstop w/nt (part# 01-7144, lot#: unk, serial#: (B)(6), (qty1) was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances found. For this part: (01-7144) and the previous one year (from the notification date) regarding the fracturing of this drill, (B)(4). This is the only complaint for 01-7144 serial number: (B)(6) regarding the drill fracturing. The lot number remains unknown. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.